Event description:
It was alleged that the therapy was 2-4 hours and that the patient temperature stalled out and would not reach the target temperature of 33c. It was alleged that the patient's body was fighting the therapy. The patient then overshot the target temperature and went between 30-34c. The nurses then added paralytics, the water temperature was at 4c, and then the patient overshot the cooling target and went to 30.9c. The water temperature did come back up and it seemed that there was a temperature fluctuation. The patient temperature stalled at 35.7 for 2 hours then the machine shut off. It was alleged that the patient received blistering of the skin during this event allegedly as a result of the machine running too cold for too long.

Manufacturer narrative:
It was identified that the machine was in automatic mode with a target temperature of 33c and the temperature fluctuated between 30.8c and 34.2c while the patient was unconscious and sedated. It was also identified that the patient was treated for blistering on the skin in a waffle like pattern on the back and the backs of the legs. It was additionally identified that a bear hugger was also used as an additional therapy during use of the altrix machine. The use of the bear hugger may have affected the patients temperature in reaction to the therapy being administered. It was identified that the patient temperature deviated approximately 2.4 degrees c from target temperature for up to approximately 1.5 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that the therapy was 2-4 hours and that the patient temperature stalled out and would not reach the target temperature of 33c. It was alleged that the patient's body was fighting the therapy. The patient then overshot the target temperature and went between 30-34c. The nurses then added paralytics, the water temperature was at 4c, and then the patient overshot the cooling target and went to 30.9c. The water temperature did come back up and it seemed that there was a temperature fluctuation. The patient temperature stalled at 35.7 for 2 hours then the machine shut off. It was alleged that the patient received blistering of the skin during this event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the therapy was 2-4 hours and that the patient temperature stalled out and would not reach the target temperature of 33c. It was alleged that the patient's body was fighting the therapy. The patient then overshot the target temperature and went between 30-34c. The nurses then added paralytics, the water temperature was at 4c, and then the patient overshot the cooling target and went to 30.9c. The water temperature did come back up and it seemed that there was a temperature fluctuation. The patient temperature stalled at 35.7 for 2 hours then the machine shut off. It was alleged that the patient received blistering of the skin during this event allegedly as a result of the machine running too cold for too long.

Manufacturer narrative:
No component level defect was found with the device. The patient was treated for the blistering and the user facility was provided feedback on how often to monitor the patient.

Event description:
It was alleged that the therapy was 2-4 hours and that the patient temperature stalled out and would not reach the target temperature of 33c. It was alleged that the patient's body was fighting the therapy. The patient then overshot the target temperature and went between 30-34c. The nurses then added paralytics, the water temperature was at 4c, and then the patient overshot the cooling target and went to 30.9c. The water temperature did come back up and it seemed that there was a temperature fluctuation. The patient temperature stalled at 35.7 for 2 hours then the machine shut off. It was alleged that the patient received blistering of the skin during this event allegedly as a result of the machine running too cold for too long.